Manufacturer narrative:
Section d4 catalog number was corrected. Additional information received for d6 explant.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
D4. Serial corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 68-year-old female patient with a past medical history of a prior coronary artery disease (cad), presenting in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: mitral valve repair/replacement. During prep, the sheath kit was contaminated requiring a new kit to be opened with no impact to the patient. While the patient was in the intensive care unit (ICU), the patient's platelet count was 58. It was noted that the patient had a recent CT surgery with cardiopulmonary bypass run. The post-procedure outcome is unknown. The impella functioned at p-5 at 3.2l/min as intended. Thrombocytopenia may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, anticoagulation/antiplatelet status, and mechanical support.